Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tlc55 with a tcr55 would not feed (fire). Another device was used to complete the case. There was no consequence to the pt.